Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via right axillary subclavian artery in a 63-year-old male patient for post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) following coronary artery bypass grafting (CABG). No additional comorbidities were reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e and required intra-aortic balloon pump support, inotropic therapy, vasopressor therapy, and respiratory support prior to impella support. During support, a sudden decrease in purge flow was reported from a baseline of 8.5 ml/hour to 3.6 ml/hour, accompanied by purge pressure high and purge system blocked alarms. The impella 5.5 was operating at performance level p-6 with flows of approximately 3.2 liters per minute. The purge solution consisted of 5% dextrose in water and no kinks were identified in the purge tubing. The purge cassette was not replaced. Tissue plasminogen activator (tpa) was administered twice through the purge system to mitigate the impact of suspected biomaterial within the motor. Administration of tpa through the purge system is considered an off-label use. Following intervention, purge flow improved to approximately 7.5 ml/hour. Due to concern for potential thrombus formation within the pump, the impella 5.5 was electively removed and replaced the following day with a new impella 5.5 device. Upon explant, clot formation was identified within the cannula and motor of the removed device. The replacement impella 5.5 was successfully implanted and continues to provide circulatory support. No hemodynamic instability or adverse patient impact associated with the event was reported. The patient remains on support with the replacement impella 5.5 at the time of this report. Based on the available information, the purge pressure high and purge system blocked alarms are consistent with biomaterial accumulation within the pump. The presence of clot material identified within the explanted device supports this assessment. The event resulted in device replacement; however, circulatory support was maintained and no adverse clinical consequence was reported. The post-procedure outcome is ongoing.